Event description:
A risk manager reported a pt who experienced elevated intraocular pressure (iol) and vision loss following retinal detachment repair. Additional information was received from the risk manager who reported the pt had a vitrectomy procedure during which gas and air were injected into the left eye (concentration unknown). On postoperative day one, the pt presented with an iop between 50 and 60 mmhg, normal is in the 20s. The surgeon extracted 0.6 to 0.7 cubic centimeters of gas/air out of the eye. On postoperative day two, the pt's iop was back up in the 60s mmhg. The surgeon again extracted an undetermined amount of gas/air. The pressure went back up again to the 60-70 mmhg range and the pt had not sight in the eye. The most recent examination revealed that the pt's vision was 0 in the left eye. Additional information has been requested. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).